Event description:
Additional information was received from a consumer. It was reported that the pump started alarming on (B)(6) 2016 and was empty. The reporter stated that the patient was hurting and no one cared about him. The patient saw three physicians, but no one wanted to deal with him. It was indicated that the patient wanted to get the pump out and felt that it wasn't doing him any good anyway; however, the patient hadn't called anyone regarding a neurosurgeon or general surgeon.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid 5.0 mg/ml at 3.0991 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient was in pain everyday. They were looking for a physician to do a refill on (B)(6) 2016. They were getting anxious/nervous because they were unable to find a physician. Their prior physician was able to do a refill (B)(6) 2016. The patient low reservoir alarm volume was set to 1 ml. The patient was encouraged to call their previous physician to discuss if they could make it until (B)(6) 2016 based on their programmed settings.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.